Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6), of peritonitis in a patient coincident with dianeal pd2 unknown (dianeal pd2 1.5 % therapy for peritoneal dialysis (pd) via capd (continuous ambulatory peritoneal dialysis). At the time of this report, the action taken with dianeal pd2 unknown therapy was unknown. On (B)(6) 2012, the patient experienced peritonitis manifested as abdominal pain and was hospitalized the same date. The cause of the peritonitis was not reported. On an unreported date in (B)(6) 2012, the patient began remedial therapy with vancomycin (500mg, route and frequency not reported) and amikacin (25mg/liter pd solution). The outcome was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.